Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 synream, reamer heads were so blunt that they could not ream the canal of the patient. Surgeon subsequently opened the humeral reamer set which was very sharp and easily passed through the canal. No further information provided. This report is for one (1) 12.5 mm medullary reamer head. This is report 9 of 9 for complaint (B)(4).